Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the presence of device thrombosis, which could have contributed to the reported lack of left ventricle unloading. Upon disassembly of the sealed inflow conduit, a hollow, white biological lining was observed extending out from the distal end of the inlet tube. The exterior of the deposition showed evidence of ridged indentations, indicating the deposition was also adhered to the inflow graft material prior to disassembly of the sealed inflow conduit. An additional hollow, collapsed white biological lining was observed extending from the distal end of the inflow graft through the proximal side of the inlet elbow. The structure of the depositions observed in the inflow conduit as well as their strong adherence to the blood-contacting surfaces suggests that the tissue lining developed within the inflow conduit over an undetermined amount of time while the device was supporting the patient. The biological lining appeared consistent with poor surface washing through the inflow cannula due to a low flow condition, however, a specific cause for the potential low flow state could not be conclusively determined through this evaluation. The inflow and outflow graft material showed no evidence of distortion such as twisting or kinking. Upon disassembly of the device, a small, red tissue-like deposition was observed adjacent to a blade on the rotor body. The deposition was not adhered to the rotor and did not show any dark areas of denaturation. The non-laminated structure of the deposition suggests that it did not initially form on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device; however, the depositions were obstructing a significant portion of the blood flow path and could have contributed to the reported lack of left ventricle unloading at increased pump speeds. However, a direct correlation between the evaluation findings of the returned device and the reported kidney and liver dysfunction and subsequent patient outcome could not be conclusively determined. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The returned portions of the driveline appeared unremarkable and electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii left ventricular assist system instruction for use lists device thrombosis, renal failure, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An incidental reportable finding of thrombus was observed during the evaluation of the returned pump.

Manufacturer narrative:
The referenced pump exchange and patient outcome were also reported on medwatch MFR report #2916596-2018-03998. Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for volume overload and acute kidney injury (aki) with creatinine elevations to 2.2 mg/dl. The patient had a noted increase in weight and lower extremity swelling in addition to abdominal swelling prior to admission. A ramp echocardiogram study revealed no decrease in left ventricle (lv) size and aortic valve did not close at increased speed of 12,000 rpm. On (B)(6) 2018, a tandemheart was placed to unload lv. On (B)(6) 2018, the patient underwent a pump exchange due to the reported vad dysfunction. The patient expired on (B)(6) 2018. The cause of expiration was captured as multi-organ (kidney and liver) injury due to protracted operative time.